Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The lesion being treated was located in the superior femoral artery. The a 3.0mmx60mmx135cm sterling balloon ruptured at 12atm. No patient complications were reported. Patient's status reported as "good". Additional information was requested but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).